Event description:
The remote management system (rms) alerted beckman coulter hotline of a "cuvette not dry before first reagent dispense" error on the customers unicel dxc 800 synchron system. A beckman coulter customer technical specialist contacted the customer regarding the instrument error and upon troubleshooting, the customer found the fitting on reagent probe a was loose with fluid under the probe. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A beckman coulter field service engineer was not dispatched. The customer resolved the issue by tightening the top connection fitting on the reagent probe to resolve the issue, no further leaks or instrument errors were observed. (B)(4).